Event description:
Paramedics attended to a person complaining of chest pain. The unit was carried through a very heavy driving rain to the patient's residence. The patient was conscious and alert when the paramedics arrived. The patient's color was described as poor. The unit allegedly displayed a v3 lead off message and displayed a flat ECG trace. The patient went into cardiac arrest when being transferred from the residence to the ambulance. The operator attempted to use the disposable defibrillation electrodes to monitor ECG. The unit allegedly displayed a fine v-fib or asystolic rhythm but did not display CPR artifact. A backup monitor was called for and used to successfully monitor the patient. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. The reporter said it appeared the patient had experienced a ruptured left ventricle.